Event description:
The customer reported that the system displayed multiple errors such as low kv, overload fault, and saturation fault. The overload and saturation faults cause the system to shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A replacement snubber pcb was sent to the customer. The system was tested and found to be working as intended following replacement.